Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No reset error alarm could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The displacement test could not be performed due to the blank display.

Event description:
Customer reported that the insulin pump had a blank display despite several battery changes. Customer stated that the insulin pump was exposed to moisture and was dropped and bumped as well. Customer also stated that fluid was visible under the display of the insulin pump. Customer's blood glucose reading at the time of the call was 222 mg/dl. No further information reported.